Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. The reported issue of a wrong cassette alarm was confirmed. Investigation of the pump and determined that a faulty downstream occlusion sensor is the cause of the issue. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
It was reported that the device gave a "wrong cassette" alarm when no cassette was attached. No known adverse effects to patient.